Event description:
The patient received a right saline filled implant on 5/4/92 following an earlier mastectomy. In early march 1993, the patient noted a flattened prosthesis upon awakening. The implant was removed on 3/8/93, devoid of saline and noted with a 1/8 inch rent. The leak appeared to have occurred over a long period as indicated by contracture of surrounding tissue. A capsulotomy was performed. A double lumen gel and saline implant was placed.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.